Event description:
It was reported that during a routine device changeout procedure, a loss of output occurred upon manipulation of the pulse generator. When the device was removed from the pocket, intermittent capture was observed. Prior instances of high impedance had been observed through the left ventricular channel. The lead was tested during the procedure and found to be normal. The physician suspected the impedance anomaly to have caused by a improperly tightened setscrew. The device was successfully explanted and replaced. The patient was noted to be in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.